Manufacturer narrative:
The reason for reoperation is lymphadenopathy. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "swollen lymph node in her right arm pit". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, one opening curved on the radius, black particles on the shell and crease fold. A microscopic analysis was performed which identified, one opening crease sharp on the radius and wear abrasion. Based on the device analysis the final assessment is: one crease sharp opening due to fold flaw opening.

Event description:
Patient reported "swollen lymph node in her right arm pit". Healthcare professional additionally reported right side rupture. Device was explanted.